Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented at an office consultation due to urinary retention. Troubleshooting by activating and deactivating the device were attempted without success; it was said that the pump stayed flat. A revision surgery has been requested by the physician. No patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented at an office consultation due to urinary retention. Troubleshooting was attempted without success, the pump remained flat. A replacement surgery was performed. No additional patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Urinary retention resulting from the artificial urinary sphincter (aus) device mechanical anomaly resulting in deactivation of the device is anticipated in nature and severity as per the aus instruction for use (IFU). The clinical observation of urinary retention could not be confirmed but is listed as a potential adverse event in product labeling. B5: describe event or problem, d6b: explant date, h6: impact codes and evaluation conclusion codes were updated.